Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that the catheter became stuck on the wire. A 2.1mm jetstream xc atherectomy catheter was selected for use in a lower limb atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the drill stuck and caught on the non-bsc filter wire. The velocity of the device was getting slow and stopped all activity. The catheter and the filter wire were removed together as one unit from the patient. It was noted that the coating on the wire was worn away. There were no patient complications and the patient's status was stable.